Event description:
It was reported that the set screws on both sides of l2 backed out, and the rods were detached. No pt complications were reported, and no revision surgery is being planned.

Manufacturer narrative:
Device was not returned to MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.